Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a patient presented with a dislodged lead. The lead was explanted when repositioning was unsuccessful. The procedure went smoothly and the patient was well after the event.